Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007, and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy due to sui and prolapse. It was reported that the patient experienced pain, erosion, infection, recurrence, bleeding, dyspareunia, vaginal scarring, urinary/bowel/ neuromuscular problems. It was reported that patient underwent revision on (B)(6) 2011 due to erosion. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and a mesh was implanted. It was reported that the patient underwent mesh excision on (B)(6) 2011 due mesh exposure with vaginal stiffening. (B)(4) - mesh exposure; vaginal stiffening.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to tah. It was reported that patient underwent a laparoscopic cholecystectomy on (B)(6) 2009.